Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected to exhibit premature battery depletion (pbd). Boston scientific technical services (ts) reviewed analysis and noted no resets and faults. The average power consumption was 113 microwatts due to high output settings which agreed with the calculated power consumption. Additional information indicates that the device was checked and the right ventricular (rv) lead output was reduced to save battery longevity. The pacemaker remains in service. No adverse patient effects were reported.